Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was challenging. One triclip was successfully implanted. Post deployment, clip had an slda from anterior leaflet. Additional clip was deployed to stabilize the slda clip. The tr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda and image resolution poor could not be determined. Unexpected medical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.